Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (569 mg/dl at its highest). Ketones were present and considered to be dangerous by a healthcare provider. The pump supplies were changed. A bolus via the pump was delivered and a manual insulin injection was administered to address the bg level. A pump system check was performed and no device issues were identified. At the time of the report, the bg level had lowered. Although multiple attempts were made to follow up, the customer did not reply to the requests.